Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6) hospital ¿ (B)(6) . Operative report. Procedure: primary low segment transverse cesarean section. (B)(6) 2009: (B)(6) hospital ¿ (B)(6) . Operative report. Procedure: repeat low segment transverse cesarean delivery. (B)(6) 2010: (B)(6) hospital ¿ (B)(6) . Operative report. Procedure: repeat low segment transverse cesarean delivery. Tubal sterilization via filshie clip application. (B)(6) 2012: (B)(6) hospital ¿ (B)(6) . Radiology ¿ CT pelvis. History: motor vehicle accident, left hip pain. Findings: patient is status post ventral abdominal and pelvic wall herniorrhaphy. There is a fat containing ventral abdominal wall hernia. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: pain, hernia recurrence, adhesion's "hole allowing severe adhesions and omentum to pass through and become incarcerated," inflammation, fibrosis, reaction and contraction. Additional event specific information was not provided.

Manufacturer narrative:
B3: corrected date of event. B7: added medical history. D7: corrected date of explant. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6), md. History and physical. One year history of umbilical area hernia. Has gotten extremely bigger during the last pregnancy. Reducible, denies pain. Pulmonary: asthma. Physical exam: abdomen; soft, nontender. Tangerine size paraumbilical hernia soft, reducible, nontender. Transverse suprapubic scar present from c-section. Assessment/plan: paraumbilical ventral hernia, asthma. The most secure repair of this hernia would be laparoscopic gore-tex patch repair. This is from the standpoint of any future pregnancies. (B)(6) 2009: (B)(6), md. Operative report. Preoperative diagnosis: paraumbilical ventral hernia. Postoperative diagnosis: paraumbilical ventral hernia. Name of procedure: laparoscopic gore-tex patch repair of the hernia. Anesthesia: general endotracheal. Anesthetist: david brown, crna. Informed consent: the patient and the surgical site were identified and informed consent was obtained. Description of procedure: ¿the patient was brought to the operating room and placed on the operating table in the supine position. Intravenous antibiotic was given preoperatively. General endotracheal anesthesia was induced. The entire abdomen was prepped and draped in a sterile fashion. Naropin 0.5% was injected at the incision sites. A 5 mm trocar was inserted halfway between the umbilicus and the xiphoid under camera guidance. Pneumoperitoneum was induced with carbon dioxide, pressure was maintained at 15 mmhg and tolerated well. Three additional trocars were placed in the left flank area under direct vision. The ventral hernia that is present in the paraumbilical area contains omentum and this was dissected and freed completely. The hernia defect and extent of repair were marked using spinal needles transabdominally. A 4 to 6 cm overlap gore-tex patch beyond the hernia margins was planned. A 15 x 19 cm dualmesh gore-tex patch was selected for repair. The patch was marked for proper orientation extraperitoneally and 4 cardinal sutures of gore-tex were placed. The patch was rolled and inserted into the peritoneum through a 10 mm trocar site. The patch was unrolled and positioned centrally underneath the hernia defect. The cardinal sutures were pulled through the abdominal wall using suture passer and small incisions and care was taken to stretch the material tightly against the undersurface of the abdominal wall. Once this was assured cardinal sutures were tied and knots were buried subcutaneously. Next, titanium tacks were used to secure the edge of the pouch to the peritoneum at 1 cm intervals. Four additional transabdominal sutures of gore-tex were placed through separate incisions using suture passer. The sutures were tied and knots were buried subcutaneously. The peritoneum was irrigated with neosporin solution and good hemostasis with no enteric content leaks were seen. Vicryl #0 was placed through the fascia at the 10 mm trocar site using endo closure instrument. All trocars were removed under direct vision and no bleeding was noted. Pneumoperitoneum was deflated and the vicryl was tied obtaining secure fascial closure. The subcutaneous tissue was closed using interrupted 3-0 vicryl and skin was closed using staples. A sterile dressing and abdominal binder were applied. The patient was awakened and extubated in the operating room. She was taken to the recovery room in satisfactory condition having tolerated the procedure well.¿ estimated blood loss. Negligible. Specimen: none. (B)(6) 2009: (B)(6). Intraoperative notes. Implant sticker. Immobilizers/binders: abdominal binder. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 06376579. W.l. Gore & associates. 15.0cm x 19.0 cm x 1.0 mm [handwritten]. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/06376579) was implanted during the procedure. (B)(6) 2009: (B)(6). Discharge instructions. No lifting more than 10 pounds for 4 weeks, must wear abdominal binder. (B)(6) 2014: (B)(6). [Illegible signature]. Office visit. Consult-recurrent umbilical hernia. History: mesh umbilical hernia repair (4 hr) in 2008 [(B)(6) 2009 per records]. Began way back after a recent pregnancy. When lifts gets pain. Pain when lays on it. Past surgeries: tubal ligation 2010. (B)(6) 2014: (B)(6). [Illegible signature]. Progress note. Consult hernia. Return for evaluation - having a lot of pain. Abdomen soft, umbilical [illegible]? CT for eval. (B)(6) 2014: (B)(6). [Provider ni]. Radiology-CT abdomen/pelvis. History: prior ventral hernia repair. Evaluate surgical mesh versus recurrent hernia. Findings: surgical mesh seen along peritoneal cavity side of anterior abdominal wall placed for a prior ventral hernia repair. Appears to extend along length of hernia. Anterior to mesh is approximate 2.0 cm midline ventral hernia seen at approximately expected position of umbilicus and supraumbilical region. There is herniation of fat through hernia mouth. Mesh appears to be intact at this level. There is no evidence of breach of the surgical mesh. Impression: surgical mesh appears intact. Approximate 2 cm ventral wall hernia with herniation of fat at the approximate level of the umbilicus and supraumbilical region. The mesh at this level however appears to be intact. No evidence of involvement of bowel through hernia. Suspect presence of gallstones and possibly some gallbladder polyps. Partial visualization of bibasilar bronchiectasis. (B)(6) 2014: (B)(6). [Illegible signature]. Progress note [handwritten]. CT reveals intact mesh with herniated preperitoneal fat. [Illegible]. (B)(6) 2014: (B)(6), do. History and physical. Noticed occasional issues with postprandial nausea, vomiting, discomfort. Recent ultrasound showing numerous gallstones appear to be consistent with biliary colic. Also notes after prior laparoscopic ventral hernia repair has small nodule through hernia defect that occasionally gets tender. Came about after most recent pregnancy. Planning for surgery for gallbladder as well as to evaluate mass in hernia defect appears to be consistent with incarcerated preperitoneal fat. Past medical history: asthma, hypoplastic left leg, reflux. Social history: occasionally drinks alcohol. Denies smoking. Physical exam: weight 160. Abdomen; soft, mildly obese, no significant tenderness, mass in prior umbilical hernia defect not reducible. Impression: cholelithiasis, biliary colic, chronic cholecystitis. Possible incarcerated preperitoneal fat. Planning for laparoscopic cholecystectomy as well as removal of incarcerated preperitoneal fat with likely closure of hernia defect overlying mesh. (B)(6) 2014: (B)(6), do. Operative report. Procedure: laparoscopic cholecystectomy. Removal of disrupted preperitoneal hernia mesh. Lysis of adhesions for approximately 30 minutes. Open repair of umbilical and left spigelian hernia. Preoperative diagnosis: ventral abdominal mass possible hernia recurrence. Cholelithiasis. Postoperative diagnosis: cholelithiasis/cholecystitis. Disrupted ventral hernia mesh with recurrent umbilical hernia and left spigelian hernia. Intraabdominal adhesions. Anesthesia: general. Complications: none noted. Estimated blood loss: approximately 100 ml. Indications for procedure: 25-year-old caucasian female underwent a laparoscopic umbilical hernia repair about 5 years ago following a pregnancy. She noted pain, discomfort and a mass bulging at the umbilical hernia site. She also had issues with some postprandial nausea and bloating and some pain in her right upper quadrant as well. A CT scan was performed and initially read as an intact ventral hernia mesh with incarcerated fat through the hernial defect. Also noted was incidental gallstones. We explained that we would perform laparoscopy for definitive treatment of her gallbladder, evaluate the hernial mesh and address the fat incarcerated in the hernial defect. If it was preperitoneal, we would plan for open removal. However, if there was evidence of hernia recurrence other treatments would have to be determined based on the abdominal condition at the time. Patient understood the operative plan as well as possible risks of bleeding, infection, injury to intraabdominal structures such as bowel, liver, bile ducts, need for other surgeries or procedures, recurrence of hernias if present. She was agreeable to proceed. Consent was obtained. Operative report and findings: ¿patient taken to the operative suite, placed in supine position. She was given a general anesthetic. She received preoperative antibiotics and dvt [deep vein thrombosis] prophylaxis. Her abdomen was then prepped with chlorhexidine solution and sterile drapes were applied. Attention was turned to the right upper quadrant away from her existing preperitoneal mesh. The area in the right subcostal region was infiltrated with 0.5% marcaine solution. A small incision was created using counter retraction near the umbilicus. A veress needle was inserted into the abdomen. Upon hearing the clicks, the abdomen was insufflated with up to 15 mm of co2 insufflation. #5 port was then instilled through this incision under direct visualization through our visiview port. Upon entering the abdominal cavity, the 5 mm camera was inserted into the abdomen. There was noted to be fairly dense adhesions to the ventral hernia mesh. An additional 5 port was then placed in the right lateral abdomen and carefully adhesions were taken down with both electrocautery and sharp dissection. These appeared to be only omental adhesions. No evidence of bowel adhesions were noted to the mesh. Once good visualization of the upper abdomen was obtained a #12 port was placed in the epigastrium under direct visualization of the laparoscope and through these 2 working ports it was determined that there was a defect in the left superior portion of the hernial mesh with recurrence of omentum protruding through the mesh into the original hernial defect. This incarcerated omentum was then bluntly retrieved exposing the original hernial defect. At this point with good visualization, a #5 port was then placed into the left mid abdomen adjacent to the hernial mesh under direct visualization of the laparoscope. At this point, the patient was placed in head up position and tilted slightly to the left and the gallbladder was visualized. The gallbladder was grasped and its fundus with blunt grasper and tracked cephalad exposing the hartman¿s pouch of the gallbladder. Carefully adhesions to the gallbladder were taken down completely exposing hartman¿s pouch and then careful dissection around the triangle of calot was performed identifying the cystic duct and cystic artery structures. Dissection up under the gallbladder into the triangle of calot was performed to make sure we had a good critical view of the structures. Once they were isolated and I was certain of our anatomy 2 clips were placed medially on the cystic duct and 1 high up on the gallbladder and in similar fashion 2 clips were placed low on the cystic artery and 1 high at the gallbladder. Transection of these 2 structures was performed noting no evidence of bleeding or bowel leak or other concerning structures in the triangle of calot. The gallbladder was then removed from the gallbladder fossa using careful electrocautery dissection. It was placed into an endocatch bag and removed through the epigastric port incision. Minimal spillage of bile occurred throughout the entire procedure. Copious irrigation was used. All bleeding in the gallbladder fossa was easily controlled with electrocautery. Irrigation was returning very clear. At this point the patient was returned to supine position and careful dissection was then performed on the hernial defect. Decision was made to remove the disrupted mesh and because of the concurrent gallbladder surgery our plan would be to perform primary closure of the hernial defect. The umbilical hernia appeared to be measuring less than 2cm in size easily. So with careful dissection lysis of adhesions was performed to completely expose the mesh. This took about 30 minutes in total. The hernial mesh was then carefully dissected from the peritoneum using both sharp and electrocautery dissection. Adherence to the peritoneum was easily taken down with blunt traction and once the mesh was circumferentially freed it was removed through the epigastric port incision. Denuded omentum was also removed through the epigastric port incision. At this point the abdomen was explored noting no signs of bleeding from the omentum. Irrigation was used and it was returning very clear. Upon inspecting there was also noted to be a left lower quadrant spigelian hernial defect. Decision was made to close both of these utilizing an open technique. The spigelian hernial defect was then marked on the skin and this area was infiltrated with 0.5% marcaine solution. Skin incision at the umbilicus area was also preanesthetized with 0.5% marcaine solution. Pneumoperitoneum was then decompressed and attention was first turned to the umbilical site. An infra umbilical incision was then created and subcuticular dissection was performed bluntly and sharply. Skin at the umbilicus was then elevated with an allis forceps and the hernial sac was dissected free from the underlying dermis of the umbilicus using sharp dissection. Once the hernia sac was completely encircled it was removed utilizing sharp dissection. All bleeding was controlled with electrocautery. The fascia was then exposed around the hernial defect and grasping the edges of the hernial defect utilizing cochers the hernial defect was closed utilizing suit-over-pants technique suture of 0 ethibond. 4 sutures were utilized to completely close the defect. Good reapproximation of the fascia was noted and it appeared to be tension free. A sponge was placed into the wound and attention was turned to the left lower quadrant at the spigelian site. An incision was created with a #15 blade and dissection was carried down to the spigelian hernia using electrocautery and blunt dissection. Once the spigelian hernia was identified the peritoneum incarcerated through the hernia sac was freed up utilizing electrocautery and reduced. Edges of the hernial defect at the edge of the rectus fascia and the oblique fascia and transverse abdominus fascia was then reapproximated with figure-of-eight sutures of 1-0 ethilon sutures. This defect was only about a centimeter in size and was easily reapproximated utilizing only 2 sutures in a figure-of-eight fashion. No significant bleeding was noted. At this point attention was turned to our laparoscope and pneumoperitoneum was reapplied and the laparoscope was reinserted exploring our abdomen noting no signs of injury. No evidence of incarceration of any bowel contents was noted to either hernia site. Both hernias appeared to be well reapproximated and repaired. At this point pneumoperitoneum was completely decompressed and ports were removed. Fascia at the epigastric 12 port was then reapproximated with figure-of-eight utilizing 2-0 vicryl suture. The umbilicus was packed back down to the anterior fascia utilizing a figure-of-eight of 2-0 vicryl. Deep tissues in the umbilical defect were reapproximated with 2-0 and 3-0 vicryl and then skin at all sites was reapproximated with staples. Sterile dressings were applied. She did tolerate procedure well.¿ disposition: patient will be admitted to the hospital for postoperative pain control and monitoring with intent to discharge home in 24 hours. (B)(6) 2014: (B)(6). Photographs. [Poor image quality]. (B)(6) 2014: (B)(6), md. Pathology report. Specimen #: sp14-4512. Specimen: a) incarcerated omentum. B) gallbladder. C) ventral hernia mesh. D) umbilical hernia sac. Hh14-238. Gross description: specimen is in four parts. Specimen a is received in formalin labeled with the patient¿s name and ¿incarcerated omentum¿ and consists of a portion of fatty tissue measuring in aggregate 7 cm x 6 cm x 2 cm. The tissue is yellow, lobular, and slightly firm. Sectioning reveals yellow homogeneous adipose tissue with focal areas of hemorrhage. No discrete lesions are identified grossly. Representative sections are submitted in cassette a. Specimen b is received in formalin labeled ¿gallbladder¿ and consists of an unopened gallbladder measuring 6 cm x 2.5 cm x 2.5 cm in greatest dimension. The gallbladder is approximately 30% peritonealized. Cystic duct is identified and clipped with a clip. The gallbladder is opened revealing abundant green tenacious bile and several large green multifaceted stones. The mucosa is green and velvety with no masses, polyps, or lesions appreciated grossly. Representative sections are submitted in cassette b. Specimen c is received in formalin labeled ¿ventral hernia mesh¿ and consists of a portion of mesh material measuring 11 cm x 10 cm x 0.6 cm variable in greatest dimension. The mesh is tan and somewhat corrugated in its appearance. There is a small amount of connective and adipose tissue attached to the edges of the specimen. No lesional material is identified grossly. Representative sections of the attached soft fatty connective tissue are submitted in cassette c. Specimen d is received in formalin labeled with the patient¿s name and ¿umbilical hernia sac¿ and consists of a sac-like portion of fibrofatty membranous tissue measuring 5.5 cm x 3 cm x 2 cm in greatest dimension. The tissue is sectioned revealing tan to hemorrhagic-appearing fibromembranous tissue. Representative sections are submitted in cassette d. Microscopic diagnosis: a) omental tissue: benign mature adipose tissue, clinically omentum. B) gallbladder, cholecystectomy: mild chronic cholecystitis with cholelithiasis. C) mesh material, ventral hernia mesh: fragments of adherent fibroconnective and fibroadipose tissue demonstrating chronic inflammation with fibrosis and focal multinucleated giant cell reaction. D) hernia sac, clinically umbilical: benign fibroconnective and fibroadipose tissue, mesothelial lined, consistent with hernia sac. (B)(6) 2014: (B)(6), do. Progress note. Follow up after surgery to remove gallbladder and repair abdominal hernias. States doing fairly well. Not much in way of bowel activity, denies nausea, vomiting. Pain fairly well controlled. Abdomen mildly distended but soft. Bowel sound moderately hypoactive, incisions clean, dry without cellulitis or ecchymosis. Mild postoperative ileus. Plan for discharge to home. Light activity as tolerated. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect: clinical code; h6: updated investigation finding; h6: updated investigation conclusion; h6: health effect impact code: f26: no health consequences or impact ; h6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation, there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction. And is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact. And will be closed as no problem detected. Previous patient codes (1695, 1932, 1994 and 3191: appropriate term/code not available for "fibrosis and giant cell reaction" and "foreign body reaction with contraction¿) were reported, based on the original complaint. And are no longer applicable and/or not reportable, per gore¿s investigation. Medical records: ¿ the known medical records span august 14, 2007 through may 23, 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ medical records from november 14, 2014 through april 10, 2019 were not provided. Patient information: medical history: ¿ overweight/obese: (B)(6) 2009, 125 lbs., bmi 22.1 [normal bmi]; (B)(6) 2014, 160 lbs., bmi 28.3; (B)(6) 2019, 170 lbs., bmi 30.1. ¿ smoking: (B)(6) 2009, 1 pack/day; (B)(6) 2014, denies smoking; ¿ pneumonia; ¿ asthma; ¿ reflux; ¿ on (B)(6) 2009, paraumbilical ventral hernia; ¿ on (B)(6) 2012, motor vehicle accident; ¿ on (B)(6) 2012, ventral abdominal wall hernia; ¿ on (B)(6) 2014, recurrent umbilical hernia; ¿ on (B)(6) 2014, recurrent umbilical hernia and left spigelian hernia; ¿ on (B)(6) 2019, supraumbilical ventral hernia. Surgical procedures: ¿ on (B)(6) 2008, (B)(6) 2009 and (B)(6) 2010, cesarean sections.; ¿ on (B)(6) 2009, laparoscopic gore-tex patch repair of the hernia. Implant: gore® dualmesh® plus biomaterial.; ¿ on (B)(6) 2010, tubal ligation.; ¿ on (B)(6) 2014, laparoscopic cholecystectomy, removal of disrupted preperitoneal hernia mesh, lysis of adhesions for approximately 30 minutes, open repair of umbilical and left spigelian hernia. ¿ on (B)(6) 2015, laparoscopic hysterectomy.; ¿ on (B)(6) 2019, ventral hernia repair with placement of an 8 x 8 cm c-qur v-patch mesh in the intra-abdominal space. Implant: c-qur. Implant preoperative complaints: ¿ (B)(6) 2009, history and physical: ¿one-year history of umbilical area hernia. Has gotten extremely bigger, during the last pregnancy. Reducible, denies pain¿. ¿tangerine size paraumbilical hernia soft, reducible, nontender. Transverse suprapubic scar present from c-section". ¿assessment/plan: periumbilical ventral hernia, asthma. The most secure repair of this hernia would be laparoscopic gore-tex patch repair. This is from the standpoint of any future pregnancies¿. Implant procedure: laparoscopic gore-tex patch repair of the hernia. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/06376579, 15cm x 19cm x 1mm thick, oval]. Implant date: on (B)(6) 2009. [Hospitalization dates (B)(6) 2009]. ¿ wound class: clean. ¿ description of hernia being treated: ¿a 5 mm trocar was inserted halfway between the umbilicus and the xiphoid under camera guidance. Pneumoperitoneum was induced with carbon dioxide, pressure was maintained at 15 mmhg and tolerated well. Three additional trocars were placed in the left flank area under direct vision. The ventral hernia that is present in the paraumbilical area contains omentum and this was dissected and freed completely. The hernia defect and extent of repair were marked using spinal needles transabdominally¿. ¿ implant size and fixation: ¿a 4 to 6 cm overlap gore-tex patch beyond the hernia margins was planned. A 15 x 19 cm dualmesh gore-tex patch was selected for repair. The patch was marked for proper orientation extraperitoneally. And 4 cardinal sutures of gore-tex were placed. The patch was rolled and inserted into the peritoneum through a 10 mm trocar site. The patch was unrolled and positioned centrally underneath the hernia defect. The cardinal sutures were pulled through the abdominal wall using suture passer and small incisions. And care was taken to stretch the material tightly against the undersurface of the abdominal wall. Once this was assured cardinal sutures were tied and knots were buried. Subcutaneously, next, titanium tacks were used to secure the edge of the pouch [sic] to the peritoneum at 1 cm intervals. Four additional, transabdominal sutures of gore-tex were placed through separate incisions using suture passer. The sutures were tied and knots were buried. Subcutaneously, the peritoneum was irrigated with neosporin solution and good hemostasis with no enteric content leaks were seen. Vicryl #0 was placed, through the fascia at the 10 mm trocar site using endo closure instrument. All trocars were removed under direct vision and no bleeding was noted. Pneumoperitoneum was deflated and the vicryl was tied obtaining secure fascial closure. The subcutaneous, tissue was closed using interrupted 3-0 vicryl and skin was closed using staples¿. ¿ on (B)(6) 2009, discharge instructions: no lifting more than 10 pounds for 4 weeks¿. Relevant medical information: ¿ on (B)(6) 2010, repeat low segment transverse cesarean delivery. Tubal sterilization via filshie clip application . ¿ on (B)(6) 2012, CT pelvis: ¿motor vehicle accident, left hip pain. Findings: patient is status post ventral abdominal and pelvic wall herniorrhaphy. There is a fat containing ventral abdominal wall hernia¿. ¿ on (B)(6) 2014, ¿consult-recurrent umbilical hernia¿. ¿began way back after a recent pregnancy. When lifts gets pain. Pain when lays on it¿. Explant preoperative complaints: ¿ on (B)(6) 2014, "having a lot of pain. Abdomen soft, umbilical [illegible]? CT for eval¿. ¿ on (B)(6) 2014, CT abdomen/pelvis [a/p]: findings: ¿surgical mesh seen along peritoneal cavity side of anterior abdominal wall placed for a prior ventral hernia repair. Appears to extend along length of hernia. Anterior to mesh is approximate 2.0 cm midline ventral hernia seen at approximately expected position of umbilicus and supraumbilical region. There is herniation of fat through hernia mouth. Mesh appears to be intact at this level. There is no evidence of breach of the surgical mesh. Impression: surgical mesh appears intact. Approximate 2 cm ventral wall hernia with herniation of fat at the approximate level of the umbilicus and supraumbilical region. The mesh at this level. However, appears to be intact. No evidence of involvement of bowel through hernia. Suspect presence of gallstones and possibly some gall bladder polyps. Partial visualization of bibasilar bronchiectasis¿. ¿ on (B)(6) 14, ¿noticed occasional issues with postprandial nausea, vomiting, discomfort. Recent ultrasound showing numerous gallstones appear to be consistent with biliary colic. Also notes, after prior laparoscopic ventral hernia repair has small nodule through hernia, defect that occasionally gets tender. Came about after most recent pregnancy. Planning for surgery for gall bladder as well, as to evaluate mass in hernia. Defect appears to be consistent with incarcerated preperitoneal fat¿. ¿abdomen; soft, mildly obese, no significant tenderness, mass in prior umbilical hernia defect not reducible. Impression: cholelithiasis, biliary colic, chronic cholecystitis. Possible incarcerated preperitoneal fat. Planning for laparoscopic cholecystectomy, as well as removal of incarcerated preperitoneal fat with likely closure of hernia defect overlying mesh¿. ¿ on (B)(6) 14, indications for procedure: ¿25-year-old caucasian female underwent a laparoscopic umbilical hernia repair about (B)(6) years ago, following a pregnancy. She noted pain, discomfort and a mass bulging at the umbilical hernia site. She also, had issues with some postprandial nausea and bloating. And some pain in her right upper quadrant as well. A CT scan was performed .and initially read as an intact ventral hernia mesh with incarcerated fat through the hernial defect. Also noted, was (sic)incidental gallstones. We explained, that we would perform laparoscopy for definitive treatment of her gallbladder. Evaluate the hernial mesh and address the fat incarcerated in the hernial defect. If it was preperitoneal, we would plan for open removal. However, if there was evidence of hernia recurrence. Other treatments would have to be determined, based on the abdominal condition at the time¿. Explant procedure: laparoscopic cholecystectomy. Removal of disrupted preperitoneal hernia mesh. Lysis of adhesions for approximately 30 minutes. Open repair of umbilical and left spigelian hernia. Explant date: (B)(6) 2014, [hospitalization dates (B)(6) 2014]. ¿ wound classification: not provided. ¿ procedure: ¿attention was turned to the right upper quadrant away from her existing preperitoneal mesh. The area in the right subcostal region was infiltrated with 0.5% marcaine solution. A small incision was created using counter retraction near the umbilicus. A veress needle was inserted into the abdomen. Upon hearing the clicks, the abdomen was insufflated with up to 15 mm of co2 insufflation. #5 port was then instilled through this incision under direct visualization through our visiview port. Upon entering the abdominal cavity, the 5 mm camera was inserted into the abdomen. There was noted, to be fairly dense adhesions to the ventral hernia mesh. An additional, 5 port was then placed in the right lateral abdomen. And carefully adhesions were taken down with both electrocautery and sharp dissection. These appeared to be only omental adhesions. No evidence of bowel adhesions were noted, to the mesh. Once good visualization of the upper abdomen was obtained, a #12 port was placed in the epigastrium under direct visualization of the laparoscope. And through these 2 working ports, it was determined, that there was a defect in the left superior portion of the hernial mesh with recurrence of omentum protruding through the mesh into the original hernial defect. This incarcerated omentum was then bluntly retrieved exposing the original hernial defect. At this point with good visualization, a #5 port was then placed into the left mid abdomen adjacent to the hernial mesh under direct visualization of the laparoscope. At this point, the patient was placed in head up position and tilted slightly to the left and the gallbladder was visualized. The gallbladder was grasped and its fundus with blunt grasper and tracked cephalad exposing the hartman¿s pouch of the gallbladder. Carefully adhesions to the gallbladder were taken down completely exposing hartman¿s pouch. And then careful dissection around the triangle of calot was performed identifying, the cystic duct and cystic artery structures. Dissection up under the gallbladder into the triangle of calot was performed to make sure we had a good critical view of the structures. Once they were isolated, and I was certain of our anatomy 2 clips were placed medially on the cystic duct and 1 high up on the gallbladder and in similar fashion 2 clips were placed low on the cystic artery, and 1 high at the gallbladder. Transection of these 2 structures was performed noting, no evidence of bleeding or bowel leak or other concerning structures in the triangle of calot. The gallbladder was then removed from the gallbladder fossa using careful electrocautery dissection. It was placed into an endocatch bag and removed through the epigastric port incision. Minimal spillage of bile occurred, throughout the entire procedure. Copious irrigation was used. All bleeding in the gallbladder fossa was easily controlled with electrocautery. Irrigation was returning very clear. At this point the patient was returned to supine position. And careful dissection was then performed on the hernial defect. Decision was made to remove the disrupted mesh and, because of the concurrent gallbladder surgery our plan would be to perform primary closure of the hernial defect. The umbilical hernia appeared to be measuring less than 2cm in size easily. So with careful dissection, lysis of adhesions was performed to completely expose the mesh. This took about 30 minutes in total. The hernial mesh was then carefully dissected from the peritoneum using both sharp and electrocautery dissection. Adherence to the peritoneum was easily taken down with blunt traction. And once the mesh was circumferentially freed it was removed through the epigastric port incision. Denuded omentum was also removed through the epigastric port incision. At this point the abdomen was explored noting, no signs of bleeding from the omentum. Irrigation was used, and it was returning very clear. Upon inspecting there was also noted, to be a left lower quadrant spigelian hernial defect. Decision was made to close both of these utilizing an open technique. The spigelian hernial defect was then marked on the skin and this area was infiltrated with 0.5% marcaine solution. Skin incision at the umbilicus area was also preanesthetized with 0.5% marcaine solution. Pneumoperitoneum was then decompressed and attention was first turned to the umbilical site. An infra umbilical incision was then created and subcuticular dissection was performed bluntly and sharply. Skin at the umbilicus was then elevated with an allis forceps and the hernial sac was dissected free from the underlying dermis of the umbilicus using sharp dissection. Once the hernia sac was completely encircled, it was removed utilizing sharp dissection. All bleeding was controlled with electrocautery. The fascia was then exposed around the hernial defect and grasping the edges of the hernial defect utilizing cochers the hernial defect was closed utilizing suit-over-pants technique suture of 0 ethibond. 4 sutures were utilized to completely close the defect. Good reapproximation of the fascia was noted, and it appeared to be tension free. A sponge was placed into the wound and attention was turned to the left lower quadrant at the spigelian site. An incision was created with a #15 blade and dissection was carried down to the spigelian hernia using electrocautery and blunt dissection. Once the spigelian hernia was identified, the peritoneum incarcerated through the hernia sac was freed up utilizing electrocautery and reduced. Edges of the hernial defect at the edge of the rectus fascia and the oblique fascia and transverse abdominus fascia was then reapproximated with figure-of-eight sutures of 1-0 ethilon sutures . This defect was only about a centimeter in size and was easily reapproximated utilizing only 2 sutures in a figure-of-eight fashion. No significant bleeding was noted. At this point attention was turned to our laparoscope and pneumoperitoneum was reapplied. And the laparoscope was reinserted exploring our abdomen noting, no signs of injury. No evidence of incarceration of any bowel contents was noted, to either hernia site. Both hernias appeared to be well reapproximated and repaired. At this point pneumoperitoneum was completely decompressed and ports were removed. Fascia at the epigastric 12 port was then reapproximated with figure-of-eight utilizing 2-0 vicryl suture. The umbilicus was packed back down to the anterior fascia utilizing a figure-of-eight of 2-0 vicryl. Deep tissues in the umbilical defect were reapproximated with 2-0 and 3-0 vicryl and then skin at all sites was reapproximated with staples". ¿ on (B)(6) 2014, pathology: gross description. "Specimen a is received in formalin labeled with the patient¿s name and ¿incarcerated omentum¿ and consists of a portion of fatty tissue measuring in aggregate 7 cm x 6 cm x 2 cm. The tissue is yellow, lobular, and slightly firm. Sectioning reveals, yellow homogeneous adipose tissue with focal areas of hemorrhage. No discrete lesions are identified grossly¿. ¿specimen b is received, in formalin labeled ¿gallbladder¿. And consists of an unopened gallbladder measuring 6 cm x 2.5 cm x 2.5 cm in greatest dimension. The gallbladder is approximately 30% peritonealized. Cystic duct is identified, and clipped with a clip. The gallbladder is opened revealing, abundant green tenacious bile and several large green multifaceted stones. The mucosa is green and velvety with no masses, polyps, or lesions appreciated grossly¿. ¿specimen c is received, in formalin labeled ¿ventral hernia mesh¿ and consists of a portion of mesh material measuring 11 cm x 10 cm x 0.6 cm, variable in greatest dimension. The mesh is tan and somewhat corrugated in its appearance. There is a small amount of connective and adipose tissue attached to the edges of the specimen. No lesional material is identified grossly¿. ¿specimen d is received, in formalin labeled with the patient¿s name and ¿umbilical hernia sac¿ and consists of a sac-like portion of fibrofatty membranous tissue measuring 5.5 cm x 3 cm x 2 cm in greatest dimension. The tissue is sectioned revealing, tan to hemorrhagic-appearing fibromembranous tissue¿. Diagnosis: a) "omental tissue: benign mature adipose tissue, clinically omentum. B) gallbladder, cholecystectomy: mild chronic cholecystitis with cholelithiasis. C) mesh material, ventral hernia mesh: fragments of adherent fibroconnective and fibroadipose tissue demonstrating chronic inflammation with fibrosis and focal multinucleated giant cell reaction. D) hernia sac, clinically umbilical: benign fibroconnective and fibroadipose tissue, mesothelial lined, consistent with hernia sac". ¿ on (B)(6) 2014, ¿plan for discharge to home" . Relevant medical information: ¿ on (B)(6) 2019, ¿hernia is bothering her, ready for surgery¿.; ¿ on (B)(6) 2019, ventral hernia repair with placement of an 8 x 8 cm c-qur v-patch mesh in the intra-abdominal space [implant: c-qur, v-patch]. Conclusion: it should be noted, that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿. Medical records, that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur, but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility. Contamination, which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision /re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation. Therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified, that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number#: 06376579. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: clinic outpatient. (B)(6), do. Office notes. Hernia is bothering her, ready for surgery. Weight 77.2 kg. History of laparoscopic hysterectomy (B)(6) 2015. ??/??/??: [missing records: records for the CT scan showing ¿approximately a 4 cm defect in her midepigastrium¿ were not provided.] (B)(6) 2019: (B)(6) hospital. (B)(6), do. Operative report. Indication: 29-year-old female is [sic] had several abdominal surgeries in the past. Apparently about a year ago she was having a coughing spell related to her asthma and felt something pop in her midepigastrium. She is [sic] been having increasing tenderness and swelling in that area ever since. A CT scan confirmed approximately a 4 cm defect in her midepigastrium. With her symptoms in the progressive enlargement of the hernial defect I did recommend repair. Options were discussed for repair and patient is agreeable to undergo an open repair with possible mesh placement. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: 4 cm supraumbilical ventral hernia. Operation: ventral hernia repair with placement of an 8 x 8 cm c-qur v-patch mesh in the intra-abdominal space. Findings: ¿as above.¿ specimen: hernia sac. Complications: none noted. Technique: ¿after informed consent the patient was taken the operative suite. She received preoperative antibiotics and dvt prophylaxis. She was given a general anesthetic by department of anesthesia. Appropriate timeout was taken. Her abdomen was then prepped with duraprep solution and sterile drapes were applied. Skin incision was then marked just above the umbilicus. This area was then infiltrated with half percent marcaine solution and 30 cc was used. A midline incision was then created and dissection was carried down to the edge of the fascia adjacent to the hernia sac using electrocautery and sharp dissection. The fascia was exposed completely around the hernia sac mobilizing the hernia sac into the operative field. The hernia extended from the superior portion of a prior umbilical hernia repair. The umbilicus was encircled and then it removed from the prior hernia repair utilizing sharp dissection. Circumferentially the fascia around the hernia sac was completely exposed. The edge of the hernia sac was then elevated with an allis forcep and the hernia sac was dissected from the edge of the fascia using sharp dissection and electrocautery dissection. Care was taken not to injure any intra-abdominal structures. Minimal adherent omentum was noted to the hernial sac. This is easily freed once the hernia sac was completely removed from the edges of the fascia the hernial sac was sent for specimen. Decision was made to perform a intraperitoneal repair utilizing a c-qur v patch mesh. An appropriately sized mesh was called for and placed into the intra-abdominal space. Positioning the mass [sic] was accomplished and the mesh was secured circumferentially utilizing interrupted horizontal mattress 0 ethibond sutures through the fascia. With the mesh was secured the fascial defect overlying the mesh was approximated with interrupted figure-of-eight 0 ethibond suture. All bleeding in the wound was easily controlled with electrocautery. The umbilicus was tacked back down to the anterior fascia utilizing a 2-0 vicryl suture in a figure-of-eight fashion. Deep tissues were reapproximated with interrupted 2-0 vicryl suture. Skin was reapproximated with staples. Sterile dressing was applied. She tolerated procedure well and was taken to recovery room in stable condition.¿ disposition: patient will be monitored in recovery with intent to discharge home today. She will continue light activity at home. She may remove her dressings in the morning and shower over incisions. She instructed to notify if she is having any problems or issues. She will slowly advance her diet as tolerated. She is given norco for pain for the next 48 hours and instructed to avoid any driving while on narcotics. She will follow-up in the office in 1 week, at that time we will discuss return to work and normal activities. (B)(6) 2019: [missing records: a pathology report detailing analysis of the specimen removed during the (B)(6) 2019 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.